Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was at hospital because of diabetic ketoacidosis. No further details provided about their hospitalization. Insulin pump will not be returned for analysis.